Event description:
It was reported that the patient underwent a sling procedure in 2005. There were no intraoperative or immediate postoperative complications. The patient was discharged with a normal voiding pattern 4 days later. Sixteen days later, the patient underwent removal of an abnormal growht of skin (granulation tissue) at the site of surgery. The tissue was removed with polypectomy forceps and the base was cauterized with silver nitrate. The patient is rported to be doing very well.